Event description:
Clinical study # (B)(6) patient # (B)(6) underwent re-revision surgery on (B)(6) 2019. The stem was not changed but the left procotyl l cup was revised due to cup loosening and migration. No further information is provided.

Manufacturer narrative:
The alleged complaint could not be confirmed. Mpo was made aware of this incident through a clinical study performed using mpo implants. This implant was implanted for approximately 8 months before a second revision surgery occurred due to cup loosening. This implant was implanted with phac1234, pha00614, pha04418, and pha04514, however, it was determined that this alleged implant failure was not related to these devices. Medical data was provided which listed implant information such as the lot numbers. This implant was manufactured in 2011. Review of the design history record (DHR) for the subject manufacturing lot indicates that this instrument was manufactured to specification. There is no trend for this implant and failure. It cannot be concluded what the level of contribution, if any, that the product had to the complaint. No further evaluations can be made without return of the product or receipt of additional clinical information. The mpo hip systems package insert (150803-9) states? The patient should be cautioned to limit activities and protect the replaced joint from unreasonable stresses and possible loosening, fracture and/or wear, and follow the instructions of the physician with respect to follow-up care and treatment. Loosening of the components can result in increased production of wear particles, as well as damage to the bone, making successful revision surgery more difficult.? Additionally, it also states? Periodic, long-term follow-up is recommended to monitor the position and state of the prosthetic components, as well as the condition of the adjoining bone. Periodic post-operative x-rays are recommended for close comparison with early post-op conditions to detect long term evidence of changes in position, loosening, bending, or cracking of components.? Mpo will continue to monitor this issue through complaint tracking.